Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft (vnmc3731c207tu) was implanted during reintervention of a prior aortic repair. The patient had a valiant captivia sent graft (vamf3636c150tu) implanted during the endovascular treatment of a type b thoracic dissecting aneurysm along with embolization of the left subclavian artery using a vascular plug approximately 5 years previous. It was reported that corelab review of CT approximately 4 years post the index procedure showed new stent ring enlargement of +3.6mm on ring 4 of (B)(6). There was no endoleak, no fracture, no aortic enlargement and no stent ring migration observed. The maximum aortic diameter was noted as 64.1mm. The hospital analysis of the CT showed aortic enlargement with the valiant navion stent graft. The patient had both the valiant captivia stent graft and a vascular plug implanted proximally. The valiant navion stent graft was implanted due to disease progression and not a failure of the valiant captivia stent graft. Per the site, CT imaging approximately 4 years post the index procedure identified aortic enlargement. No endoleak, stent ring enlargement , stent ring migration were noted. No secondary procedure is planned in relation to this finding. Corelab review of CT imaging from the same date identified a type iiia endoleak (new), with a stent ring enlargement of +4.2mm on ring 4 (persistent) and stent ring enlargement of +2.5mm on ring 2 (new) on valiant navion stent graft ( (B)(6) ). The maximum aortic diameter was noted as 58.4mm. No fracture, stent ring migration or aortic enlargement was noted. No additional clinical sequalae were provided and the patient will be monitored.